Event description:
It was reported that the balloons burst, and the blade of the cutting balloon lifted. The target lesion was located in the non-calcified brachial cephalic arteriovenous fistula (avf). A thruway guidewire was crossed the first spot of tight lesion. Subsequently, a 6.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced and inflated to nominal 6 atmospheres. After that, the 7.0 x 40, 75cm mustang balloon catheter was used to open the flow of the tight lesion, but the balloon burst at first inflation for 18 atmospheres. The mustang balloon was then retracted and completely withdrawn from the patient. The physician proceeds using a 6.00mm / 2.0cm / 90cm peripheral cutting balloon at the second spot of tight lesion of avf at cephalic arch and inflated it to 10 atmospheres. Upon completion, the cutting balloon burst and was then removed. It was also noted that the blade of the cutting balloon was partially lifted. Upon checking the vessel on angiogram, the physician was satisfied with the blood flow after using both balloons. The procedure was completed, and no complications were reported.

Manufacturer narrative:
D2b: product code - lit. G4: PMA/510(k) # field on 3500a form - k141597. Device evaluated by MFR: the mustang was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was noted inside the balloon which is evidence of a device leak. An inflation test was carried out using de-ionized water when liquid was observed exiting from the tip of the device and the balloon could not be inflated. An examination of the balloon material identified no issues. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks to the shaft of the device. An inflation test identified liquid exiting the tip of the device which is an indication of a breach between the wire lumen and the inflation lumen. It is not possible to identify the exact location of the lumen breach. No other issues were identified with the shaft. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and in the correct position on the shaft of the device. No other issues were identified during the product analysis.

Manufacturer narrative:
D2b: product code - lit. G4: PMA/510(k) # field on 3500a form - k141597.

Event description:
It was reported that the balloons burst, and the blade of the cutting balloon lifted. The target lesion was located in the non-calcified brachial cephalic arteriovenous fistula (avf). A thruway guidewire was crossed the first spot of tight lesion. Subsequently, a 6.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced and inflated to nominal 6 atmospheres. After that, the 7.0 x 40, 75cm mustang balloon catheter was used to open the flow of the tight lesion, but the balloon burst at first inflation for 18 atmospheres. The mustang balloon was then retracted and completely withdrawn from the patient. The physician proceeds using a 6.00mm / 2.0cm / 90cm peripheral cutting balloon at the second spot of tight lesion of avf at cephalic arch and inflated it to 10 atmospheres. Upon completion, the cutting balloon burst and was then removed. It was also noted that the blade of the cutting balloon was partially lifted. Upon checking the vessel on angiogram, the physician was satisfied with the blood flow after using both balloons. The procedure was completed, and no complications were reported.